Event description:
It was reported that during an a-fib procedure, the patient's blood pressure dropped and ice (intracardiac echocardiography) confirmed a perforation. A pericardiocentesis was performed and the patient was sent to observation. This adverse event was reported under the ablation catheter report #: 9673241-2013-00128. On (B)(6) 2013, the lasso catheter was received in the laboratory for analysis and it was found that the proximal side of the electrode ring # 19 was damaged. Based on the lab findings regarding the catheter condition received, it was decided to report this event dating the alert date as (B)(4) 2013.

Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be submitted to the FDA once that the product analysis investigation is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, the patient's blood pressure dropped and ice (intracardiac echocardiography) confirmed a perforation. A pericardiocentesis was performed and the patient was sent to observation. The lasso catheter was received in the laboratory for analysis and it was found that the proximal side of the electrode ring # 19 was damaged. Upon receipt, the device was visually inspected and it was found that the electrode ring # 19 was damaged leaving the lead wire exposed. This condition was not reported in the original complaint. The pu outer diameters were measured and they were found within specification. Then per the event, the catheter was electrically tested and it passed specifications. The catheter passed all specifications. The root cause of the pericardial effusion and the ring damage remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. An internal corrective action was opened to address the ring damage issue.